Event description:
The zimmer blood reinfusion system comes with a drain that is 107cm long. For total knee replacement this is way too long and the company does not offer a small length so the surgeon has to cut the tubing to fit therefore jeopardizing the product. When the doctor went to remove the tubing prior to the patient's discharge the tubing broke off inside of the knee. With the doctor having cut the tubing, there was no answer as to how much of the tubing remained in the knee when it broke off. We think this is a serious design flaw that the doctor has to cut the tubing to fit.======================health professional's impression======================the doctor believes that by having to cut the tubing it weakens it so that when they have to pull on it to remove it, the tubing will break.